Event description:
Pt developed dka due to infusion set failure. She is one of multiple pts we have had who have had infusion set issues with the t:90 and insert infusion sets provided for the tandem t:slim x2 pump. In our clinic they fail at a much higher rate than medtronic pump infusion sets. We provide extensive education and f/u with pts but regardless we seeing many more infusion set issues than previously. FDA safety report ID# (B)(4).